Event description:
The following has been reported: nurse reported: "we had an incident last week which sounds like a pressure concern with the attachments and tubing." 4/28 nurse reported: "it sounds like the concern had to do with potential pressure at the secondary site with a cstd and chemo attached. The nurse heard a pop noise and the entire line- male and female cstd came attached which caused the chemo to spew out." 4/29: customer shared additional information"at approximately 1545, patient pump was alerting cytoxan line had air within in. Rn removed cassette and tapped in order to removed minimal air. Upon doing so, closed system transfer devices popped off secondary/piggy bag space. Cytoxan began dripping rapidly from cstd end. Rn roller cramped the cytoxan line in order to stop the dripping. While doing so, cytoxan dripped over bilateral hands/forearms and onto the floor where droplets were also hitting both ankles. Rn alerted other rn staff of spill. Colleagues donned equipment assisted with containing, while the nurse immediately went to sink to wash hands with warm water and soap x 2. I then applied a respirator and chemo gown patient was returning from the bathroom when her pump was an alarm. Rn paused the alarm while assisting patient into her room and within her recliner. Rn applied gloves and seen the pump was alarming "air" within the line. Rn roller clamped the secondary tubing and removed the cassette to assess for air bubbles. Rn did not identify many visible air bubbles, however per protocol tapped the cassette before placing it back within the pump. Rn closed the lever and received the green "start" button on the screen. Secondary clamp was reopened and rn pressed start. Rn took approximately 2 steps away after removing her gloves when she heard a flushing sound coming from the IV bags. Rn identified fluid was leaking from the cytoxan bag (highly volatile chemotherapy) and immediately roller clamped the secondary tubing. The cstd's (ongaurd syringe adaptor + ongaurd luer lock adaptor) were securely attached to each other, while the luer lock adaptor had d/c from the port on the cassette. Rn identified drug was on her hands/wrists and ankles. Rn was able to smell the drug as well. Drug product did not contact patient clothing, skin, or open areas of her body. Rn immediately washed hands for approximately 5 minutes before donning a respirator, goggles, chemo gown, and double chemo gloves. Rn assisted colleagues with chemo spill cleanup per policy. Rn contained cytoxan bag, tubing and cstds within a yellow chemo bag and passed onto pharmacy for evaluation and repreparation. Rn proceeded to wash ankles with dawn dish soap within pharmacy basin. Rn removed clothing, and shoes that may have been exposed to cytoxan and disposed in the yellow chemo receptacles. Rn completed a shower and donned new, clean clothing and shoes." "Although a fresenius kabi administration set was being used, the model# or lot# was not disclosed by the customer." The complaint description was assessed and identified the following issue: administration set disconnection/unintended separation an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
N/a.